Event description:
Scheduled to undergo coronary artery bypass surgery in 2008. Arrived to surgery suite at 06:38. Intravenous lines started and omniflow pump being set up prior to start of surgery. Malfunction of omni flow pump; case delayed 15 minute due to troubleshooting and eventually replacement of pump. In trouble shooting, tried new cassette and pump still reading incorrectly, then switched out omniflow pump using the second cassette. No adverse outcome to pt identified. Surgery started at 07:57.